Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through pinch valve pv37. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. Bec internal reference to this event is (B)(4).

Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 40 ml and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.